Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. No additional event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2022, stating that the pump history was reviewed, and multiple malfunction alarms were confirmed to have occurred.